Manufacturer narrative:
H.6: investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retain samples were subjected to a draw test for low or no draw. All tubes were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode , vacuum issue/underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, there is underfill of one tube. No patient impact reported. The following information was provided by the initial reporter: "per customer, "gold/yellow top tube not functioning properly, specifically not "suctioning" after getting a flash of blood."

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, there is underfill of one tube. No patient impact reported. The following information was provided by the initial reporter: "per customer, "gold/yellow top tube not functioning properly, specifically not "suctioning" after getting a flash of blood."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.